Manufacturer narrative:
A replace power supply was sent to the customer. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Attempts to retrieve the product and to obtain add'l info were unsuccessful, including a final attempt by letter. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time.

Event description:
The customer reported to customer service that her transformer was sparking from exposed wires on the cord. She did not witness flames or smoke, no injuries were sustained.